Manufacturer narrative:
It was reported that the integrated venous pressure is out of range. It was later additionally reported, that the hls cable showed signs of wear and tear on the connector. The failure occurred before use without patient involvement. A getinge field service technician (fst) was sent for investigation and repair. The failure regarding the pressure readings could not be replicated with the said affected cable. However, the connection cable for disposables was replaced as a precaution due to mechanical damage on the female connector. Eventually, the issue regarding the wrong pressure readings could still not be replicated after the exchange. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files provided do not include the reported day of event. Therefore, an analysis is not possible. As the failures could not be replicated, an exact root cause could not be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure "venous pressure readings are out of range": wrong pressure information e.g.: wrong plugged external pressure sensor or disconnection (mix up). Connection of non-compatible senor. Response time is too long. Too high / low atmospheric pressure. Additionally, the fst stated that the female connector looked worn, which could cause an unstable connection and result in the reported failure. The most probable root cause for the badly worn hls cable was determined as age-related wear and tear of the cable through frequent flexing and bending over the last years (manufacturing date 2015-09-15). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In addition, in the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-07-18 for the period of 2015-09-15 to 2023-07-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-09-15. Based on the results the reported failures "venous pressure reading out of range" could not be confirmed. However, the failure "hls cable worn on the connector" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the integrated venous pressure values were out of range. No harm to any person has been reported. Complaint ID: (B)(4).